Event description:
It was reported by the customer that their insulin pump was alarming failed battery test. Customer stated they could not recall any significant events that led to the alarm, but the device continuously alarms after they have inserted new batteries. Customer's blood glucose level was 86 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.